Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection and insulin pen were used to address the elevated bg level, and there was no need for third-party assistance. Technical support provided the customer with information on how to reset the pump and assisted with the reset process. After performing a pump reset, reloading the cartridge, and resuming insulin the previous day, the same issue did not recur, allowing the customer to continue using the pump with instructions to reach out if the malfunction code appeared again.